Event description:
Consumer reports meter is giving inaccurate results when testing the pt judging from the way pt feels. Analysis run on clark error grid using mean avg. (203) as ref. Point vs. Bd reading (64, 315) yielded data points in the c/e range of the grid, outside acceptable limits.